Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. It was also noted that the atrial lead had high thresholds. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2012; 5054 implantable pacing lead (B)(6) 2012. (B)(4).